Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer also reported their blood glucose would not decline while on insulin pump therapy. The customer's blood glucose was 242 mg/dl at the time of the call. Customer did not have any symptoms of high blood glucose. The customer was able to treat their blood glucose with a manual injectio. It was found the customer's insulin pump was working as designed at the end of the call. Customer also reported being hospitalized when they were on dialysis. No additional information provided.